Event description:
During manipulation and insertion attempts, the tip of the device sheared off and was not retrievable from the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a loose transfer set was not confirmed during evaluation of the returned sample. Visual and functional inspections were performed with no issues noted.

Event description:
A nurse reported that a patient had an infection of peritonitis. The nurse reported that the transfer set was not sealing the way it was supposed to and caused peritonitis. The nurse was contacted in regard to the reported leaking transfer set. The nurse stated that the transfer set was loose at the transfer set / catheter adapter interface. He stated there was no cut, slice or hole in the line and clarified that it seemed like the transfer set could not be screwed on tight against the adapter. Per the nurse, the transfer set was in place for only 1 day and it was hand tightened. No assist device was used. The nurse clarified that the patient did not develop peritonitis. Per the nurse, the initial culture taken from the patient was contaminated which caused the inaccurate results. The patient did not exhibit any signs or symptoms of peritonitis, however, was placed on antibiotics prophylactically.

Manufacturer narrative:
(B)(4). The sample is available and was requested for evaluation.

Manufacturer narrative:
(B)(4). Correction: the appropriate 510(k) number has been added to this report. Per engineering/quality review, the report could not be confirmed nor duplicated under lab conditions with the returned sample. Therefore, the root cause of the reported issue could not be determined. In this case the evaluation did not find any evidence of the leak which had been cited. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.